Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented for a routine check, high capture thresholds were observed. Lead dislodgement was observed via x-ray. The lead was repositioned. The patient was stable before, during, and after the procedure.